Manufacturer narrative:
This report is for the correction of "medical device problem code" (h6/f10) and "investigation findings" code (h6). Corrected codes: medical device problem code - 1120. Investigation findings code - 170.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that upon opening the surgical patties package, there are brown stains on the patties. No additional information has been provided.

Event description:
N/a.

Manufacturer narrative:
The surgical pattie was returned for evaluation: failure analysis: the pattie/strip unit was inspected using the unaided eye. The discoloration was confirmed to be present on the returned unit. The complaint could be verified through failure analysis. Root cause: per the failure analysis, ¿product sample received and reported discoloration are confirmed. Black spots were present on the rear side of pattie. Spots are likely debris from the cottonoid process. Cottonoid material can become caught in bearings and discolor, resulting in darkened fibers. This discoloration is inspected for during assembly and discolored patties should be scrapped. Because no lot number was provided it is impossible to tell which machine type this pattie was manufactured on, or the site, thus complete investigation cannot be completed.¿ the manufacturing site and machine type would need to be reviewed to determine where the fault occurred.¿ thus, the potential root causes are operator error or machine error, but it cannot be determined since it is not known which type of machine this product was manufactured on. Corrective action: currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis. However, corrective/preventative action has been implemented to further investigate failures for the patties/strips product family which relate to discoloration.